Event description:
It was reported that during procedure, the cord of the foot pedal was frayed. The procedure was no completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of aborted/cancelled procedure with a patient under anesthesia or sedation status unknown, as additional information received confirmed that there was not procedure involved.

Event description:
It was reported that the cord of the foot pedal was frayed. It was confirmed that there was no procedure involved.